Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo a revision procedure.